Event description:
A pixel issue on the pump display was reported, affecting the customer's ability to interact with the pump. There was no reported impact on the customer¿s blood glucose level. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption. Technical support agreed to replace the faulty pump and confirmed the shipping address with the customer.